Event description:
Boston scientific received information that this product was part of a system revision due to infection. During lead extraction, the physician inadvertently cannulated the coronary sinus with the laser sheath and perforated the patient's coronary sinus. The patient went hypotensive and surgical intervention was required. This lead was explanted; however, will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.